Manufacturer narrative:
Model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number:14354762; model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief and pain at the ipg site. It was noted that the patients ipg was non functional. The patient underwent an explant procedure.